Event description:
It was reported that during a stent placement procedure via right femoral vein, the stent failed to advance through the lesion. It was further reported that the stent catheter was allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 08/2024).

Event description:
It was reported that during a stent placement procedure via right femoral vein, the stent failed to advance through the lesion. It was further reported that the stent catheter was allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned, and photos were not provided for evaluation. Based on information available and as the device was not returned for evaluation the investigation is inconclusive for reported issues. A definite root cause of the reported incident cannot be identified. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. With regards to general warnings, the instructions for use states "visually inspect the bard e luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". The instructions for use states, "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding preparation of the device the instructions for use states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment. Continue flushing until saline drips from the distal tip of the catheter after flushing each luer port". Regarding accessories, the instructions for use states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter or a minimum 6f introducer sheath" also "via the femoral route, insert a 0.035¿ (0.89 mm) guide wire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". Regarding general directions, the instructions for use states "pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". The packaging pictograms indicate an introducer size of 6f and a 0.035" guide wire. With regards to indications for use, the instructions for use states that the stent is to be used on femoral and iliac arteries. Based on reported information, the intended placement site for this stent was the venous system which represents off-label use. H10: d4 (expiry date: 08/2024), g3 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure via right femoral vein, the stent failed to advance through the lesion. It was further reported that the stent catheter was allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation. The safety clip was found removed upon sample receipt and the stent was partially deployed. The guide wire lumen of the delivery system was flushed successfully, and a device compatible 0.035-inch guide wire could be advanced through the entire system without problems. The reported impossibility to the reach the target lesion, nor an alleged patency issue could not be reproduced. However, the reported premature deployment is considered to be a possible consequence of the reported tracking problems. A rupture of the inner catheter or any other component of the delivery system could not be found. In addition, the functionality of the delivery system was verified, and the stent could be deployed without problems using the trigger mechanism. Based on information available and the evaluation of the delivery system, the reported tracking issue could not be reproduced. However, premature deployment of the stent was confirmed, which could be related to the reported tracking issues. Early removal of the safety clip is considered to be a contributing factor for premature stent deployment. In summary, a definite root cause of the event experienced by the customer could not be identified. The intended use of the device represents an off-label use. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. With regards to general warnings, the instruction for use states "visually inspect the bard e luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". The instructions for use states, "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding preparation of the device the instruction for use states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment. Continue flushing until saline drips from the distal tip of the catheter after flushing each luer port". Regarding accessories, the instructions for use states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter or a minimum 6f introducer sheath" also "via the femoral route, insert a 0.035¿(0.89 mm) guide wire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". Regarding general directions, the instruction for use states "pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". Regarding removal of the safety clip, the instruction for use states "a removable red safety clip prevents accidental or premature stent release. Do not remove the safety clip until you are ready to deploy the stent". The intended use of the device in the venous system represents an off-label use of the device. Based on the instruction for use supplied with this product the bard e luminexx vascular stent is indicated to be used in the femoral and iliac arteries. H10: d4 (expiry date: 08/2024), g3, h2. H11: g1, h6(device, method, result) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.